Manufacturer narrative:
On 1-jun-2023, the product investigation was updated to include the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 30938067l number, and no internal action related to the complaint was found during the review. Manufacture date: 18-oct-2022. Expiration date: 17-oct-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that cardiac tamponade occurred. After brockenbrough was performed, the second sheath was inserted into the septum using the soundstar for one puncture. While mapping the left atrium, there was a sense of incongruity in the generated geometry. The blood pressure decreased, and drainage was performed. Timing when complaints occurred was 15 minutes after using the soundstar. About 5 minutes after using the pentaray. Ablation was discontinued, and vitals stabilized after the drainage. There were no abnormalities observed prior to and during use of the product. Additional information- products are not available for return. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Cardiac drainage was conducted. Thermocool, smarttouch, sf catheter was not used. Prior to noting the pe or CT, ablation was not performed. Ablation catheter was not used because the ablation was canceled before starting the ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2023, bwi received additional information regarding the event. This adverse event discovered during use. Physician¿s opinion on the cause of this adverse event: the physician felt something different when the other company's sheath (navigo) was inserted after the septal puncture. Therefore, other company's sheath seemed to be the cause. Cardiac drainage was provided as the intervention. The outcome of the adverse event is fully recovered. The patient was discharged from the hospital. Patient did require extended hospitalization because of the adverse event. The period was prolonged by 2 days. An ablation catheter was not used in this procedure. Transseptal puncture performed and rf needle was used. The event occurred during transseptal phase. Ablation was discontinued, and vitals stabilized after the drainage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).